Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
The customer reported that lipids were leaking from the insertion site above the tubing filter while connected to a patient in the sbu. No patient harm.

Manufacturer narrative:
The customer¿s report that lipids were leaking from the insertion site above the tubing filter was not confirmed. The mating component used during the reported event was not received for investigation. Functional testing of the sample with lab mating components observed an occlusion which was identified as the filter becoming clogged during its use. The filter extension set was attempted to be reprimed in which slight resistance was observed; however, the fluid was eventually able to flow through and exit as expected. Further testing was performed by pressure testing in which no leaks or any issues were observed. The root cause of the customer¿s experience was not identified.

Event description:
The customer reported that lipids were leaking from the insertion site above the tubing filter while connected to a patient in the sbu. No patient harm.